Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 during which the lead was explanted and replaced to address the issue. The lead was observed to be fractured after patient had experienced a fall. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model: mn10450-50a UDI: (B)(4), serial: (B)(6), batch: 7745799.

Event description:
It was reported that the patient was experiencing ineffective therapy and unable to set their ipg to MRI mode due to high impedances on one of the drg leads. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.